Event description:
During a davinci robotic assisted left lobectomy, md attempted to use a davinci maryland bipolar forceps instrument on the patient's left lung. The instrument did not cauterize when triggered. While attempting to troubleshoot the cause, rnfa found that a black cable near the cauterizing end of the forceps had disconnected on one end. The instrument was removed from the field and a curved bipolar dissector was used in its place.